Manufacturer narrative:
Approximate age of device -- 10 years, 8 months. Manufacturer's investigation conclusion: a direct relationship between the device and the reported event could not be determined. The hmii IFU lists cardiac arrhythmia and infection as adverse events that may be associated with the use of heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2008. It was reported that the patient was admitted after a fall at home. The patient was treated for pneumonia and fluid overload. The patient went into atrial fibrillation with rapid ventricular response and was transferred to the surgical intensive care unit. The patient arrested on the morning of (B)(6) 2019 and passed away due to arrhythmia. The device operated as expected and the death was not considered device related. The device will not be returned.